Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. Customer reported that the pump is showing a green led light, but the screen will not turn on when the wake button is pressed or when it is plugged in. Customer has tried to leave the pump plugged in and still the screen does not show, only the green led light shows. There was no impact to customer's blood glucose level. Customer reported that manual insulin injections would continue to be used for alternate insulin therapy.